Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the service department of oekg, there was the possibility that this phenomenon was attributed to the physical damage due to the applying the external force by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa (B)(4), it was found that the ultrasound transducer of subject device was damaged and partially peeled off. There was no report of patient injury associated with this event.